Manufacturer narrative:
A specific root cause could not be identified. The provided alarm trace showed error messages indicating abnormal aspiration before the event. However the system was not stopped, the samples were not checked for fibrin or clots, and the sample probe was not checked. It was assumed there was a contaminated or partly blocked sample probe due to clots, fibrin, or microparticles as this is a typical cause for this type of event. The system performance was checked after the incident by precision testing which was acceptable.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high albt2 tina-quant albumin gen.2 result for one patient urine sample. The initial result was 67.6 mg/l with a data flag and was reported outside the laboratory the same sample was repeated and the result was 14.3 mg/l. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The qc results were in the acceptable range.